Event description:
According to the customer, a synchron lx I instrument generated an accu tni result of 2.08 ng/ml. The customer indicated that the lx instrument was set-up to perform an automatic repeat when accu tni results of >1.0 ng/ml are generated. The instrument repeated the test and the accu tni results was 0.19 ng/ml. Due to the discrepant accu tni results, the customer poured the sample into a sample cup and retested the sample. The repeated accu tni result was 0.06 ng/ml. There has been no change to patient treatment that can be attributed to this event.